Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2020/ serial#: (B)(4). Device available for eval: no. Dev rtn to MFR? No. Mfg date: 04-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the tether was cut and removed quickly resulting in a visible drop of the leadless ipg device during the fast removal of the tether. A snare was used to retrieveand remove the ipg. A new ipg and delivery system were used to complete the procedure. No patient complications have been reported as a result of this event.